Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 48 mg/dl. The cause of the low bg was unknown. The customer had a seizure, an ambulance was called, and the customer went to the emergency room (ER) on 02/23/23 for two hours. The customer received an IV with fluids of saline to resolve their low bg. The customer was released from the ER on 02/23/23 with no permanent damage. The pump was replaced to address the issue, and no additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.